Manufacturer narrative:
Based on the info available at this time, no definitive conclusion can be made. The medical records indicate that three years post implant the pt underwent a second procedure for stress incontinence during which a non-bard mesh was placed. Following that procedure she presented with pain, nausea, and vomiting. During an exploration of the incision it appears that both mesh were excised. Work-ups all revealed normal results and she was discharged on day five. The pt's clinical course is not known beyond this time. Currently, on connection can be made between the reported event and the davol product in question. The product was manufactured by surgical sense, prior to the davol acquisition of the product. Mfg records from surgical sense are not readily available for review. Therefore, no DHR will be performed related to this complaint. Additionally, no sample has been returned for eval. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following is based on the medical records provided by the pt's attorney. On (B)(6) 1995, pt underwent a procedure to treat stress incontinence. During this procedure, a bard flat mesh was placed. On (B)(6) 1998, pt underwent a procedure to treat stress incontinence. During this procedure, a non-bard mesh was placed. There was no mention of the bard flat mesh in the operative report. On (B)(6) 1998, pt presented with drainage from her incision site, lower abdominal pain, nausea, and vomiting. She underwent exploration of incision and the bard flat mesh and the non-bard mesh were both excised.